Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown sized amplatzer amulet left atrial appendage occluder was implanted in the patient. On a later date, it was discovered that the patient had a pericardial effusion. A pericardiocentesis was performed. The patient status was stable, and patient was discharged home.

Event description:
N/a

Manufacturer narrative:
An event of pericardial effusion was reported. Abbott requested, but did not received additional information. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.